Event description:
It was reported that a patient with this artificial urinary sphincter (aus) had a recurring incontinence due to potential leak of the balloon. There was no saline found in system and the device was no longer working. A new aus was implanted and no additional patient complications reported.